Event description:
Clinical narrative: a 62-year-old female with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) underwent impella 5.5 support. During the procedure in the operating room, the physician reported a sudden increase in purge pressure (>1000 mmhg) with a purge flow of 1¿2 ml/h, triggering a high purge pressure/purge system blocked alarm. It could not be excluded that biomaterial had been aspirated into the pump. The physician inquired about reimplantation after removal and flushing; however, this was not recommended, and a pump exchange was advised. The device was explanted and upon removal, biomaterial was visually confirmed on the pump. The patient was in critical condition with a systemic coagulation disorder, an act of approximately 190 seconds during the procedure, prior v-a ECMO support, and undergoing multiple bypass procedures. No purge cassette replacement, p-level reduction, or tpa intervention was performed. The biomaterial was removed with the explanted device, and a replacement pump was successfully implanted. Despite the device-related issue, no patient harm was attributed to the impella, and the physician noted that the impella had otherwise performed effectively. The patient survived at the time of explant.

Manufacturer narrative:
A4 weight is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) ,e1 (initial reporter phone), and h6 ( type of investigation-code b22 has been added)

Manufacturer narrative:
This follow-up MDR is being submitted to update and correct information provided in a previously submitted MDR. Section d9 has been updated to reflect that the device was returned to the manufacturer for investigation. Section d10 has been updated to include the concomitant medical product va ECMO, which was not documented in the initial MDR and is relevant to the reported event. Section h6 has been updated to correct the health effect - impact code. The initially reported code f1903 (device explantation) was determined to be not applicable and has been corrected to f1905 (device revision or replacement). Section h6 has also been updated to include the medical device problem code a01 (patient-device interaction problem), which was inadvertently omitted from the initial MDR.